Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed a patient look back, and all other samples repeated as expected. Quality controls were within range at the time of event. The customer stated that the intravenous team told the laboratory they believed the sample had been incorrectly drawn. A new sample obtained from the patient resulted as expected when repeated on the same instrument. The cause of the discordant, falsely elevated vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vancomycin results were obtained on one patient sample on a dimension vista 1500 instrument. The mean of the discordant results was reported to the physician(s). The sample was repeated twice on another dimension vista 1500 instrument (dv310675) and on the same instrument (dv310687), resulting lower but discordant. A new sample was obtained and tested on both instruments (dv310675 & dv310687), resulting lower as expected. The mean of the new sample results was reported as the corrected result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin results.